Event description:
It was reported that the valve and catheters (shunt system) were removed from a patient due to blockage. The location of the alleged clot or blockage was reported as being in the ventricular portion of the catheter. The patients condition two weeks prior to explant of the shunt was slight memory lapse, otherwise normal. The patient's condition one week prior to explant was confused. On 3/29/1999, explant date, the patient was responding only to painful stimuli. There was no patient injury reported.